Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). It was duplicated the reported phenomenon. Also it was found the led light source unit failure which caused the error e105. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the error e105 which indicate that the subject device is damaged was displayed at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, e105 was found to be a lighting lamp error, an error that occurs when the product is malfunctioning. It was assumed that the led lamp error occurred with the device. The cause of the unit failure occurrence could not be estimated. Olympus will continue to monitor field performance for this device.